Event description:
Customer reportedly received results of 120 mg/dl and 267 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. A result of 43 mg/dl was then obtained on an unk meter and customer received treatment by her husband. Paramedics arrived and treated the customer with an injection (contents unk); customer's symptoms improved. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.